Event description:
I received my depuy implant in my left hip (B)(6) 2009. It never felt great. I would return to the clinic with pain in my hip and would be treated for bursitis with cortisone shots. I couldn't tell if it worked or if I just wanted it to work. Regardless, it wasn't for long. I also recommended that it felt like it was a different length from my right. I was raised not to be a complainer or whiner, so when I went back to the clinic I was in pain. I returned to the clinic with knee pain and also told my dr that my hip was ratcheting, and I had left lower back pain. He did not address the ratcheting / clicking / popping noise and said that the pain in my back would be due to a back issue. He then asked if I was ready to have my right knee replaced. I said not yet and left feeling my issues were unattended to. On (B)(6) I called the clinic and said I wanted to see someone about my back and hip issues that I had already been to see about. I told them I did not want to see my dr. They gave me an appt with the np for (B)(6) 2019. She and the nurse did an examination and felt the clicking. Dr (B)(6) said she was afraid I had a defective hip implant and sent me for immediate blood test and scheduled an MRI. Finally, on (B)(6), I received a call and (B)(6) told me I had inconsistencies with my hip implant and elevated levels of metal in my blood. No one would call me back to discuss my results. On (B)(6) I received my levels of metal through the hosp portal: chromium level: 14mcg. Cobalt level: 68 mcg. Dr (B)(6) will take out the implant in a revision surgery (B)(6) 2019.